Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with no vibration during self-test due to broken wire on vibrator motor assembly. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the vibrate mode on the insulin pump was not working. During the self-test the insulin pump did not vibrate. Customer's blood glucose level was 8.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.